Manufacturer narrative:
Zoll has not received the platform for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use only indication is prominently displayed on device labels and in the device manual. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
The autopulse platform (sn (B)(4). Was used to resuscitate a patient in cardiac arrest. Manual CPR was performed by the paramedic for an unknown time before the patient was placed on the platform. Per the reporter, the platform performed compressions during the patient's transport to the hospital and around 2/3 of the way displayed a "replace battery" message. The battery was immediately replaced to resume compressions. The platform stopped compressions again when the crew was 2-5 minutes away from the hospital. The crew immediately performed manual CPR for the rest of the trip. However, return of spontaneous circulation (rosc) was not achieved, and the patient was pronounced in the hospital. Per the reporter, the patient's death was not related to the autopulse platform. After the call, back at the station, the customer tested the autopulse platform with a fully charged battery and the platform worked without any issues.